Event description:
A physician reported that a patient underwent revision surgery. The patient was implanted approximately five-years ago with an acculif cage which was reported to have subsided into the bone and migrated anteriorly. The patient additionally reported experiencing post-operative pain. During revision surgery, the physician noted that the patient has not achieved fusion. The device remains implanted and the surgeon, "added screws to help with fusion."

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, an x-ray image from revision surgery was provided. The cage migrated and appears slightly expanded and subsided into the bone. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Acculif surgical technique (stg) indicates: early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, or pain. Based on the fatigue testing results, the physician/surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. Prior to adequate maturation of the fusion mass, implanted spinal instrumentation may need additional help to accommodate full load bearing. External support may be recommended by the physician from two to four months postoperatively or until x-rays or other procedures confirm adequate maturation of the fusion mass; external immobilization by bracing or casting may be employed. Surgeons must instruct patients regarding appropriate and restricted activities during consolidation and maturation for the fusion mass in order to prevent placing excessive stress on the implants which may lead to fixation or implant failure and accompanying clinical problems. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Potential risks identified with the use of this intervertebral body fusion device, which may require additional surgery, include: device component fracture, loss of fixation, pseudoarthrosis (i.e. Non- union), fracture of the vertebrae, neurological injury, and vascular or visceral injury. As indicated in the stg, the cause of migration is most likely lack of fusion.

Event description:
A physician reported that a patient underwent revision surgery. The patient was implanted approximately five-years ago with an acculif cage which was reported to have subsided into the bone and migrated anteriorly. The patient additionally reported experiencing post-operative pain. During revision surgery, the physician noted that the patient has not achieved fusion. The device remains implanted and the surgeon, "added screws to help with fusion."

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, an x-ray image from revision surgery was provided. The cage migrated and appears slightly expanded and subsided into the bone. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Acculif surgical technique (stg) indicates: early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, or pain. Based on the fatigue testing results, the physician/surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. Prior to adequate maturation of the fusion mass, implanted spinal instrumentation may need additional help to accommodate full load bearing. External support may be recommended by the physician from two to four months postoperatively or until x-rays or other procedures confirm adequate maturation of the fusion mass; external immobilization by bracing or casting may be employed. Surgeons must instruct patients regarding appropriate and restricted activities during consolidation and maturation for the fusion mass in order to prevent placing excessive stress on the implants which may lead to fixation or implant failure and accompanying clinical problems. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Potential risks identified with the use of this intervertebral body fusion device, which may require additional surgery, include: device component fracture, loss of fixation, pseudoarthrosis (i.e. Non- union), fracture of the vertebrae, neurological injury, and vascular or visceral injury. As indicated in the stg, the cause of migration is most likely lack of fusion.

Manufacturer narrative:
Stryker spine sent an "urgent recall letter and product accountability form" dated july 26, 2016 to all affected customers. For patients who have had an acculif posterior lumbar (pl) expandable interbody implant, stryker spine is recommending routine clinical and radiographic post-operated evaluation. Should the patient report any change in or develop near-onset symptoms, more urgent clinical and radiographic evaluation should be completed. The patient received recall information from their surgeon. Device remains implanted in patient.

Event description:
A physician reported that a patient underwent revision surgery. The patient was implanted approximately five-years ago with an acculif cage which was reported to have subsided into the bone and migrated anteriorly. The patient additionally reported experiencing post-operative pain. During revision surgery, the physician noted that the patient has not achieved fusion. The device remains implanted and the surgeon, "added screws to help with fusion."